Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the customer had replaced the water purification module (wpm) q-gard filter with a progard filter, and caused the carbon dioxide co2 results to jump to > 45 mmol/l. The cse replaced the progard filter with q-gard filter, flushing and refilling the tank. Quality control was run and within acceptable ranges. The discrepant co2 results was due to operator error with incorrect replacement of the q-gard filter during the wpm (water purification module) maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant result for one patient (sid (B)(6)) was reported to the physician(s). After obtaining another discordant high co2 patient (sid (B)(6)) result, the customer ran quality control (qc), resulting out of range. Both patient samples were retested on an alternate dimension vista instrument (sn (B)(4)), resulting lower. The lower repeat results were reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant co2 results.